Manufacturer narrative:
The alinity c processing module, serial number (B)(6) was inspected, and it was determined that cleaning was required as well as replacement of the nozzle c4 #1, #4, #5 (rohs). No additional results issues have been reported since the parts were replaced. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify a trend for the nozzle c4 #1, #4, #5 (rohs) or alinity system as with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances related to the nozzle c4 #1, #4, #5 (rohs) and customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported imprecise electrolyte results generated from an alinity c processing module and provided the following patient data: customer sodium range is 136 ¿ 145 mmol/l. Sample 1: sodium initial result was 104, repeated on the same instrument was 138. Sample 2: sodium initial result was 106, repeated on the same instrument was 136. Customer magnesium range is 1.6 ¿ 2.6mg/dl. Sample 3: magnesium initial result was 8.3, repeated on the same instrument was 2.2. It was reported that the analyzer cuvette segments were dirty and required cleaning. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Event description:
The customer reported imprecise electrolyte results generated from an alinity c processing module and provided the following patient data: customer sodium range is 136 ¿ 145 mmol/l. Sample 1: sodium initial result was 104, repeated on the same instrument was 138. Sample 2: sodium initial result was 106, repeated on the same instrument was 136. Customer magnesium range is 1.6 ¿ 2.6mg/dl. Sample 3: magnesium initial result was 8.3, repeated on the same instrument was 2.2 . It was reported that the analyzer cuvette segments were dirty and required cleaning. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.